Event description:
Information was received from user facility via manufacturing representative regarding a product identified during an event. It was reported that flex arm fixation failure. No further complications were reported/anticipated due to this event. Additional information was received from the rep that event occurred during the post-operative inspection, procedure used was microendoscopic disectomy for lumbar disc herniation.

Manufacturer narrative:
H3: product analysis # (B)(4) : product:9560524, lotno:my16a001: as per japan <(>&<)> service report it was mentioned that during the incoming inspection, it was confirmed that the handle screw's thread was deformed, the bearing was damaged, and the joint was worn. The handle screw is fixed to the threaded part of the cable tip. Therefore, it cannot be disassembled and the cable must be cut for repair. This regulatory report is being submitted due to retrospective review through CAPA 624392 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.